Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4092-58 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right atrial lead had high impedance in both the unipolar and bipolar pacing configurations. Sensing was "good" (at 4-5.6 millivolts) and capture was "fair" (at 2.5-3 volts at 0.64 seconds) so the physician decided to reprogram the new device to an atrial only mode and the lead remains in use. No patient complications have been reported as a result of this event.